Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed and inspected. The complete lead was returned with set screw marks noted on the terminal portion. Also, the helix was slightly bent and tissue was noted entwined in the helix.

Event description:
Additional information was obtained indicating that depending on when the helix was damage, the bent helix may have contributed to the dislodgement.

Event description:
Boston scientific received information that the brady lead was dislodged several times due to patient condition. The physician implanted another lead successfully. Attempts to obtain additional information from the field representative were unsuccessful. Our records indicate that the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.